Event description:
It was reported that the customer received an a33 alarm, which was a compromised force sensor system. Customer's blood glucose was 112 mg/dl. Advised the customer that the insulin pump would be repaired and replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during basic occlusion test and was unable to prime during prime test due to protruded/loose drive support disk. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.